Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also noted that the ipg exhibited high impedance and high outputs. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The ipg was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.